Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient called with shortness of breath, fatigue and black stools. The patient's hemoglobin was 9.4g/dl and international normalized ratio (inr) was 2.7. Effient was stopped and the patient was monitored closely. The patient subsequently reported a near syncope episode and was admitted with a hemoglobin of 8.3g/dl. Anticoagulation was reversed with fresh frozen plasma and mild vitamin k administration. Multiple susceptible dieulafoy lesions were noted during endoscopy; two were clipped and epinephrine injections were given as well. No further bleeding was reported. The patient required six units of blood. The patient was discharged on coumadin only with an inr goal of 1.8-2.4 due to the nature of the bleeding. No additional information was provided.

Manufacturer narrative:
Approximate age of device: 1 year, 11 months.the patient remains ongoing with the implanted device. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.

Manufacturer narrative:
The manufacturer was unable to conduct an investigation as the patient remains on going with the implanted device. No further issues have been reported. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available. The manufacturer is closing its file on this event.